Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown "defib fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The device was put through extensive testing and the reported malfunction could not be duplicated. The hv module and the bridge board were replaced as a precaution.